Manufacturer narrative:
The report states: litigation papers allege patient suffered injuries including, but not limited to, severe and constant pain and suffering, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, and/or pseudotumours. Doi: (B)(6) 2007 - doi: no revision reported at this time. (Unknown side). Patient is a resident of (B)(6). Update: (B)(6) 2011 - medical records were received. The revision operative report stated that all indications were that the patient had failure of his prosthesis because of wear. He had elevated metal ion levels. Additionally noted that threading (fretting) was appreciated at the sleeve head junction with metallic wear debris present. Dor: (B)(6) 2011 (left hip). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Litigation papers allege patient suffered injuries including, but not limited to, severe and constant pain and suffering, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, and/or pseudotumours.